Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the therapy was not as helpful as it was previously as it did not reach the patient¿s entire area of pain; the patient was encouraged to make an appointment while manufacturer representatives were in the office. It was noted that on (B)(6) 2018, the device was reprogrammed, and on (B)(6) 2018, the device was not on at the patient¿s visit and reprogramming did not improve pain relief. A revision or replacement was discussed to achieve better efficacy, and it was noted that the plan was to explant the device and replace it with a high frequency option. It was noted that the event was related to the device or therapy, not related to the implant procedure, and due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. The therapy was suspended as of (B)(6) 2018 and the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on august 7th reported the event was ongoing. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They stated on (B)(6) 2018, the patient was utilizing the device for a hour-long durations. On (B)(6) 2018, the patient reported the device provided good pain relief to their back but did not improve the radicular pain to the lower extremities. Further information reported that on (B)(6) 2019, the patient presented to the clinic with the device turned off. They stated they were only receiving ¿little benefit¿ from the device. They were reprogrammed on (B)(6) 2019, and the patient reported it did not improve their pain or coverage. They were advised to maintain the new programming for four days. On (B)(6) 2019, the patient reported they had discontinued using the device as it did not provide pain relief. On (B)(6) 2019, the patient¿s device continued to be off/not charged without any planned intervention. The event was ongoing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event was not due to programming and was unresolved with no further actions planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no exact cause of the decreased therapy coverage and the therapy no longer reaching the patient¿s entire area of pain was not determined. There was no documentation of a replacement yet; the therapy was suspended on (B)(6) 2018 and the outcome of the event was noted to have been ongoing as of 31-jul-2018. No further complications were reported/anticipated.